Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that, an insertable cardiac monitor device insertion was attempted, but the procedure could not be completed for an unspecified reason. No adverse patient effects were reported.